Event description:
Report received from the USA stating that the device's "hose blew up" during a craniotomy procedure. The hose blew up approx 1.5 inches from the hand piece. There was an approximate 10 minute delay to retrieve another drill. There were no injuries to the pt or the user. The facility filed an incident report, but would not provide it. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).